Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation and to correct information provided on the initial report. The DHR was reviewed and there were no problems found during the manufacturing of the device. The device met all specifications at the time of shipment. Based on the legal manufacturer's investigation, the cause of the reported issue is thought to be the failure of the pressure sensor mounted on the main circuit board. The cause of the failure of the pressure sensor is thought to be due to any of the following process errors: 1. Oxygen entered the device and the electrode of the pressure sensor was oxidized and corroded. The wiring inside the pressure sensor was peeled off due to the oxidation corrosion. 2. Because foreign matter (epoxy) had adhered to the mounting of the component due to a mistake, the wires inside the pressure-sensor had peeled off due to adherence of the foreign matter (epoxy). The device was repaired and returned to the customer. When we checked the contents of the instruction manual regarding the reported issued, we found the following: chapter 7.1 "how to distinguish abnormal causes and how to cope with them" describes the following. Details of the error: all leds are off. Cause: an error has been detected in the internal circuit of this product.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that after a while the subject device was turned on, the indicator on the front panel was disappeared and the subject device made the alarm during the preparation for the laparoscopic surgery. The user changed to another similar device and completed the procedure. At the incoming inspection for the repair, olympus china checked the subject device and could not turn on, but it was not duplicated that the indicator on the front panel was disappeared and the subject device made the alarm. Olympus china found that the main circuit board of the subject device had failure. There was no patient injury associated with this report.